Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a right side rupture and an exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a right side rupture and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the radius, brown particles in the shell and the device was noted to be underweight. A visual and microscopic analysis was performed which identified wear/abrasion, crease folds, stress marks and a sharp, crease opening on the radius. Based on the device analysis the final assessment is: a sharp, crease opening on the radius assessed as a fold flaw opening.

Event description:
Healthcare professional additionally reported "hole, non-specific". Device has been explanted.